Event description:
It was reported that the device had iui female left communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue iui female (left) communication failure¿ was confirmed. Received on 15-jan-2025 into bd san diego operation's lab. 2 pcu units were received unboxed and with paperwork. 2 test lvp units were connected to the units and were unable to detect the test lvp on the left channel. Units failed iui connectors test on asm. Internal inspection reveals bent pins on the left iui connector. Test left iui connectors were installed on the units and were able to detect the test lvp units connected to them. Units also passed iui connectors test on asm. Bent pins on left iui connector. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the left iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui female left communication failure. There was no patient involvement.